Event description:
Intl customer reported a pt developed a seroma two months following an unspecified surgical procedure. The suture was used in the skin and subcutaneous tissue. No further info was provided.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00458 for the other medwatch. The same pt is represented in each medwatch.